Manufacturer narrative:
This report is filed august 15, 2014.

Manufacturer narrative:
Per the patient's surgeon, the device was explanted on (B)(6) 2013 and the patient was reimplanted with another device during the same surgery. This report is filed (B)(4) 2013. Device not yet received by manufacturer.

Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the patient experienced loss of benefit with device use, however the issue could not be resolved. The implanted device remains. It is unknown if there are plans to explant the device and reimplant the patient with a new device as of the date of this report.